Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further contact was made with the patient on (B)(6) 2018. The patient stated they went to their primary doctor and had an x-ray done. The result of the x-ray image confirmed that the sensor wire was still lodged in the patient¿s arm and had moved down to her elbow. At the time of further contact, the patient stated that her arm was red and the area where the sensor was looked like a pimple. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior physical visual inspection was performed, and the inspection failed. The sensor was missing. Confirmation of the allegation was confirmed. A probable cause could not be determined.